Manufacturer narrative:
The reported events of muscle stimulation and insulation damage were not confirmed. As received, a partial lead with only the connector portion was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead was normal with no anomalies found.

Event description:
It was reported that patient presented for routine generator change procedure. During the procedure it was found that atrial lead exhibited extra cardiac stimulation. Insulation damage was also noted on the lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.